Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced an episode of atrial fibrillation, which led to a fall. The patient initially struck one side of the body on the edge of a bathtub and then the other side on the floor. Following the incident, the patient reported a return of pain, new pain unrelated to baseline, and a decrease in pain relief from 75% to 50%. Connectivity was checked with all electrodes within range, and impedance testing was performed, with electrode 3 reading at 38,750. The patient was reprogrammed to obtain better pain pattern coverage. The issue was resolved.